Manufacturer narrative:
Concomitant medical products: product ID: 309328, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a foreign clinical study reported a recurrent symptomatology with major impact on quality of life. The adverse event of a return of urinary symptoms was due to efficacy decrease and battery depletion. Symptoms include urge incontinence; leaks, anxiety, and worsening of depression. Later, there was a report of urinary leaks due to decreased efficacy. Factors that may have led or contributed to the issue was unknown. Diagnostics/troubleshooting include a bladder probe that was placed for 1 month. Intervention was planned on (B)(6) 2018 for neuromodulator change and delocalization due to pain. The issue was reported to be resolved on (B)(6) 2018. Later, it was reported that the issue was continuing. The event was assessed as not serious and related to the stimulator. Relevant medical history includes urge incontinence pollakiuria nycturia. Additional information received reported that an intervention to reposition the neuromodulator was planned on (B)(6) 2018. The cause of the return of urinary symptoms was due to efficacy decrease and battery depletion. The issue remains ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 309328 lot# 0208490642 serial# implanted: 2014-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a device replacement on 2018-(B)(6) and the issue resolved on 2018-(B)(6). No further complications were reported/anticipated.